Event description:
The customer reported generating erroneously high creatinine results from the beckman coulter au5400 clinical chemistry analyzer. The customer provided one verbal result that a patient recovered 16 mg/dl for bun (blood urea nitrogen) and 3.45 mg/dl for creatinine. The customer noted that the patient was requested to return to the hospital for a sample redraw 8 hours later and a repeat run gave a result of 15 mg/dl for bun and 1.62 mg/dl for creatinine. A corrected report was issued and there was no change to patient treatment or report of injury associated with the event. The customer had verified that the sample redraw was the only affect to the patient. The customer had provided instrument printouts for a patient but is different that the one verbally communicated. The instrument printouts provided by the customer indicated that a creatinine result of 2.46 mg/dl and a bun result of 8 mg/dl were obtained. The sample was then rerun for creatinine 4 minutes after the initial run and a result of 0.60 mg/dl was obtained. Beckman coulter field service engineer (fse) discovered the reagent probe misaligned to the wash station. The fse also noted that the crane assembly which drives the probe up and down was sticky to the touch. The fse then checked the probe for bends or barbs, realigned the probe to the wash station and cleaned and lubricated the crane assembly. The instrument was then verified per established procedures. Upon follow up with the customer after the repair, the customer also discovered a minor cuvette overflow situation which due to a chipped cuvette on (B)(4) 2012. The customer believed the chipped cuvette was caused by the reagent probe misalignment which was already corrected by the fse. The customer followed the overflow protocol in the user guides and have had no further issues.

Manufacturer narrative:
Results: reagent probe misalignment and crane assembly issue.